Manufacturer narrative:
(B)(4).

Event description:
Customer alleges the connector falls off the end of the endotracheal tube. Alleged event reported as occurred during use. It was reported the staff used additional measures to secure the connector.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. It was reported the device was not kept for investigation. Part number reported is not being manufactured currently. However, samples of another part number, from the same family, were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The device sample is not available to perform a proper investigation to confirm the alleged defect and determine the root cause. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer alleges the connector falls off the end of the endotracheal tube. Alleged event reported as occurred during use. It was reported the staff used additional measures to secure the connector.